Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 198 ohms. The shock impedance was gradually increasing and all other measurements were stable. Subsequently, this rv lead was capped and a new rv lead was implanted. No additional adverse patient effects were reported. The lead remains implanted but electrically deactivated.